Event description:
It was reported that when patient presented to the emergency room, during a lead explant procedure blood was observed in the lumen of the atrial lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.